Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump date was inaccurate by one day. There was no adverse impact to the customer. Customer corrected the date and continued to use the pump for insulin therapy.